Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a burrette set cracked and leaked while on a patient. Approximately 75 ml of an unspecified solution leaked. There was no patient harm.

Event description:
The customer reported that a burrette set cracked and leaked while on a patient. Approximately 70 ml of ivig leaked.